Event description:
(B)(4). Was rushed to the hospital with what was believed to be a massive cyst on my overies. They were the size of grapfruits. Per detailed ultrasound it was confirmed the essure device were not properly placed. I had surgery to remove fallopian tubes completely to save my life.